Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube also, unable to verify for low battery, low battery indicator and unable to perform functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and all operating current test due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was unknown at the time of the call. The customer was informed that (B)(4) aaa alkaline batteries are most effective. The customer was assisted with the issue but the black display was not resolved. The customer sent the product back for analysis.